Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 15 mg/dl and juice was consumed. The cause of low bg was not known. The customer went to the emergency room and was admitted to the hospital. The customer was treated with intravenous fluids (type of fluid not reported). The customer was discharged the next day with low bg resolved.